Event description:
The customer reported an overinfusion. Potassium 10 meq in 100ml ns was infusing as a primary line connected into the y-site of another primary (maintenance) IV. The intended duration was 1 hours; the patient was unable to tolerate this rate (100 ml/hr) due to burning at the insertion site, so the rate was decreased to 75 ml/hr. The 2nd bag of potassium (10 meq/100 ml ns) was hung around 0730. The pump alarmed that the bag was empty 30 minutes later. The pump channel was changed and the next potassium bag was delayed for 1 hour. The original order was for the patient to receive a total of 4 boluses of potassium IV. The 3rd and 4th bags infused in the proper amount of time. The biomed reported that "the pump rate has been verified to be too high. Maintenance software rate is 12.00 ml and it pumped over 30. The inner pressure door also has a broke upper hinge point." There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.